Event description:
It was reported that the ventricular lead was not capturing at maximum output and was not sensing r-waves. The patient was brought back into the lab and under fluoroscopy it was noted that the lead was still attached to right ventricle septal wall but with very little, if any slack in lead. Through the analyzer, the lead would still not pace and no sensing of r-waves. The physician felt that the lead must not have good tissue to electrode interface due to tension on the lead and lack of slack. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies were found. It was noted that there was blood in/on the helix/lobe mechanism.